Event description:
Ous MDR - after an implantation time of approx. 23 months, it was reported that inappropriate shock delivery occurred and the lead was explanted. No worsening of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - the lead analysis showed that the insulation of the lead body had been seriously damaged 34 cm distally from the connector pin by squashing. It is highly probable that the damage is the cause for the clinical complaint. The damage results in extensive pressure on the lead body. The properties of the damaged structure of the lead body (squashing) indicate extensive mechanical stress on the lead due to "subclavian crush syndrome." The deformation of the shock coils and the cuts to the insulation are possibly the result of the explantation. There are no indications for material or MFR errors.